Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
T was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the pump was not outside the labeled operating altitude range. The customer reloaded the cartridge resolving the alarm. There was no reported adverse impact to the customer's blood glucose level.